Event description:
It was reported that during an unknown procedure, clips were falling out of the jaws of the instrument. Some clips are defective because they did not close on the tissue (returned), but they stayed open. On other instruments (not returned) clips just fell out before use on patient. Another device was used to complete the procedure. The procedure was prolonged 30 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge cover. The analysis found that the device was received with the cartridge cover out of its intended position causing that the clips lose their position. Due to this condition, the clips could not be fed as intended and the clips dropped down from the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent.